Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed in the faradrive steerable sheath clear. During aspiration, air entered the airlock of the sheath, and despite repeated attempts, it could not be made air-free. Subsequently, the sheath was replaced but the same issue reoccurred. The sheath was replaced again, and the third sheath experienced the same issue. The procedure was completed with a fourth sheath and there were no patient complications. The three sheaths are not expected to return for analysis as it was lost or discarded at the facility.